Manufacturer narrative:
Concomitant product: model: 1688t-46, competitor, st. Jude medical, lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patient's spouse phoned in stating that the patient's implantable cardioverter defibrillator (ICD) was sounding an audible alert. Follow-up with the patient's clinic revealed the alert was due to out of range (oor), low, impedance on the patient's right ventricular (rv) lead. Reprogramming was completed to turn "off" the alerts. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.